Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory identified several resets. Functional testing confirmed the battery voltage was not high enough to support lead impedance tests or pacing output. The device case was removed and an external power source was applied. Subsequently, the device paced and sensed normally at nominal parameters. The battery was tested and found to have an internal short. Laboratory analysis concluded that the cause of the early battery depletion and other reported observations were due an internal short within the device battery. Our product performance database was reviewed and this anomaly was confirmed to be a non-patterned issue. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that at the last follow up in march 2015 the device appeared to be close to elective replacement indicator (eri). At the most current follow up it was it was not possible to do impedances or pacing thresholds testing, and it appeared that the device was in pre vvi mode. The device was reprogrammed to ddd mode but remained in pre ddd mode and it appeared that the device would not pace. An inquiry regarding this case was made. A review of the information by engineering noted that the device had 21 resets, but a memory dump was needed to determine the type of rest. The device atrial and ventricular measurements appeared normal. It was discussed to replace the device as soon as possible. The lead implanted are competitor lead. No adverse patient effects were reported. Boston scientific technical services (ts) discussed the appropriate way to do a memory save for this particular device as the field representative had problems when it comes to saving the memory data for this device for review. Additional information from the printed hex dump from the device showed that the last reset code is a system reset. The type of rest could be caused by a hardware malfunction. It was noted that all impedances were stable and the three most recent weekly averages of daily measurements have been erased due to the resets. Based on the this information it was noted that the device was malfunctioning and there was no evidence that the competitor leads were defected. No further information was provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that the device was explanted. At this time the status of return is unknown. No additional adverse patient effects were reported.